Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced arterial pressure alarms that could not be resolved. The operator replaced the patient's vascular needle to improve blood flow, but failed to rinseback the blood in the cartridge prior to replacing the needle. The blood in the cartridge circuit was determined to have clotted when treatment was resumed, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The repored blood loss has been attributed to access flow issues. Nxstage reviewed the reported blood loss with the patient's facility who have provided additional operator training. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.